Manufacturer narrative:
(B)(4).

Event description:
It was reported by the rn that the intra-aortic balloon pump (iabp) started having frequent (every few seconds) helium loss 2 alarms. The rn stated that the patient had been repositioned and the intra-aortic balloon (iab) placement was confirmed. The staff confirmed that there was no visible blood in the tubing. A leak test was performed and it indicated the leak was in the iab. As a result, the doctor immediately replaced the catheter using the same insertion site. The clinical support specialist called the hospital and the rn reported that the patient is meeting goals of therapy and the alarms have not recurred. There was no report of patient consequence or injury.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of iab leak suspected is not able to be confirmed. The root cause of the complaint is undetermined. If the product is returned at a later date, a full investigation of the sample will be completed. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported by the rn that the intra-aortic balloon pump (iabp) started having frequent (every few seconds) helium loss 2 alarms. The rn stated that the patient had been repositioned and the intra-aortic balloon (iab) placement was confirmed. The staff confirmed that there was no visible blood in the tubing. A leak test was performed and it indicated the leak was in the iab. As a result, the doctor immediately replaced the catheter using the same insertion site. The clinical support specialist called the hospital and the rn reported that the patient is meeting goals of therapy and the alarms have not recurred. There was no report of patient consequence or injury.